Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016 the pump had a 'no power" issue. The patient subsequently had a blood glucose between 250 and 500 mg/dl with moderate ketones, excessive thirst and urination. Patient self-treated on (B)(6) 2016 with insulin. Customer support attributed the excursion to an unspecified training/misuse issue. This complaint is being reported as the patient experienced hyperglycemia related to training misuse.

Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/05/2016 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available black box data revealed a replace battery alarm with the next prime occurring several hours later. The complaint of a power issue was not duplicated during testing. The pump was powered on and maintained power for the 24 hour duration test with no duplicated power losses. A replace battery alarm was reproduced for testing, and the pump emitted appropriate audible tones, vibration, and messages on the display screen. The daily insulin delivery totals accurately reflected the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering insulin within the required range. (B)(4).